Event description:
It was reported that the patient has high lead impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent a full replacement. The explanted facility does not return explanted product therefore the devices have not been received for analysis.